Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot #: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported a dural tear (cerebrospinal fluid leak) during a replacement procedure of the lead. Intervention included staying in bed with a headache on (B)(6) 2018 which resulted in a prolongation of existing hospitalization. This was seen during the procedure by the surgeon. The event was related to the device or therapy and related to the implant procedure. After replacement, the patient complained about headaches. The event was resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.